Manufacturer narrative:
The device was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated, and corrosion debris was found in the upper assembly. Debris can cause friction between rotating components, resulting in heat generation.

Event description:
It was reported that the attachment heated up during a routine equipment eval at the user facility. There was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.